Event description:
It was reported that the customer hsa been experiencing low blood glucose levels for three months. The customer's blood glucose at the time of the call was unknown. Troubleshooting for the customer's low blood glucose levels was done. The customer stated that the drive support cap of her insulin pump was protruding. The customer stated that she inserted a new battery, and the insulin pump showed that the battery was empty. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, unexpected restart error test, self test, and displacement test. Compromised force sensor system alarm noted during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test including occlusion test, prime/compromised force sensor system test and excessive no delivery alarm test due to compromised force sensor system alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Motor was tested outside the device and passed. No motor anomaly was noted.